Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with pocket redness and irritation. The patient had developed an infection and was treated with antibiotics. Subsequently the system was explanted. The patient's condition was good post procedure.